Event description:
Per the clinic, the patient experienced pain at the implant site when pressure is applied and loss of connection to the internal device, subsequent to sustaining a head trauma in (B)(6) 2025 (specific date not reported). Troubleshooting attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.